Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 27 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 151 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("a viable female in cephalic presentation and normal female pelvic anatomy") and device dislocation ("on the right fallopian tube; however, essure device apparently had migrated out and was in the area adjacent to the fallopian tube") in a 28 year-old female patient who had essure inserted (lot no. B60749) for female sterilisation. Product or product use issues identified: device ineffective ("a viable female in cephalic presentation and normal female pelvic anatomy" on (B)(6) 2015). The patient had a medical history of papanicolaou smear normal in 2011 and pregnancy test urine negative, c-section (2), parity and gravida ii. Term intrauterine pregnancy. Previously administered products included: ortho tri-cyclen, ibuprofen and norco. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 353 days after essure insertion, she experienced pregnancy with contraceptive device (seriousness criterion intervention required) and device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (repeat low transverse c-section without extensions and bilateral tubal ligation. And : repeat low transverse c-section without extensions and bilateral tubal ligation.). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48.073 kg. [Hysterosalpingogram] on (B)(6) 2015: hysterosalpingogram indication: post essure tubal status last menstrual period date: (B)(6) 2015 urine pregnancy test: negative procedure: a single sided speculum was used to visualize the cervix which was prepped with betadine. After the cervix was cannulated isoview -300 was slowly injected in to uterine cavity under fluoroscopic examination. Multiple image obtained and the procedure was completed. The patient tolerated procedure well. Findings: both tubes are proximally blocked with micro insert visualized at the proper locations. No spillage of dye into the peritoneal cavity is seen from either tube. The uterine cavity appeared with normal limit. Notes: satisfactory post essure confirmation test with bilateral tubal occlusion. [Pathology test] on (B)(6) 2015: pathology specimen report: tissue: surgical pathology report: right tubal ligation segment left tubal ligation segment final diagnosis: right and left fallopian tube segments, excision: no histologic abnormality. Complete luminal cross sections demonstrated. Gross description: right fallopian tube: the specimen is serially sectioned and submitted entirely for microscopic study as 4 pieces. Left fallopian tube: the specimen is serially sectioned and submitted entirely for microscopic study as 5 pieces ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records device dislocation ((B)(4)). The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Lot number added .non drug treatment updated .event updated to device migration. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("a viable female in cephalic presentation and normal female pelvic anatomy") and device dislocation ("on the right fallopian tube; however, essure device apparently had migrated out and was in the area adjacent to the fallopian tube") in a 28 year-old female patient who had essure inserted (lot no. B60749) for female sterilisation. Product or product use issues identified: device ineffective ("a viable female in cephalic presentation and normal female pelvic anatomy" on (B)(6) 2015). The patient had a medical history of papanicolaou smear normal in 2011 and pregnancy test urine negative, c-section (2), parity and gravida ii. Term intrauterine pregnancy. Previously administered products included: ortho tri-cyclen, ibuprofen and norco. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 353 days after essure insertion, she experienced pregnancy with contraceptive device (seriousness criterion intervention required) and device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (repeat low transverse c-section without extensions and bilateral tubal ligation. And : repeat low transverse c-section without extensions and bilateral tubal ligation.). At the time of the report, the outcome of device dislocation was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2014 and the estimated date of delivery was on (B)(6) 2015. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters, beginning at week 14. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The vaginal delivery occurred on an unknown date. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48.073 kg. [Hysterosalpingogram] on (B)(6) 2015: hysterosal pingogram. Indication: post essure tubal status. Last menstrual period date: (B)(6) 2015. Urine pregnancy test: negative. Procedure: a single sided speculum was used to visualize the cervix which was prepped with betadine. After the cervix was cannulated isoview -300 was slowly injected in to uterine cavity under fluoroscopic examination. Multiple image obtained and the procedure was completed. The patient tolerated procedure well. Findings: both tubes are proximally blocked with micro insert visualized at the proper locations. No spillage of dye into the peritoneal cavity is seen from either tube. The uterine cavity appeared with normal limit. Notes: satisfactory post essure confirmation test with bilateral tubal occlusion. [Pathology test] on (B)(6) 2015: pathology specimen report: tissue: surgical pathology report: right tubal ligation segment; left tubal ligation segment. Final diagnosis: right and left fallopian tube segments, excision: no histologic abnormality. Complete luminal cross sections demonstrated. Gross description: right fallopian tube: the specimen is serially sectioned and submitted entirely for microscopic study as 4 pieces. Left fallopian tube: the specimen is serially sectioned and submitted entirely for microscopic study as 5 pieces. Lot number: b60749. Manufacture date: 2013-08. Expiration date: 2016-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon internal review pregnancy tab corrected from "unknown to yes" and pregnancy outcome added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 27 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 151 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("a viable female in cephalic presentation and normal female pelvic anatomy") and device dislocation ("on the right fallopian tube; however, essure device apparently had migrated out and was in the area adjacent to the fallopian tube") in a 28 year-old female patient who had essure inserted (lot no. B60749) for female sterilisation. Product or product use issues identified: device ineffective ("a viable female in cephalic presentation and normal female pelvic anatomy" on (B)(6) 2015). The patient had a medical history of papanicolaou smear normal in 2011 and pregnancy test urine negative, c-section (2), parity and gravida ii. Term intrauterine pregnancy. Previously administered products included: ortho tri-cyclen, ibuprofen and norco. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 353 days after essure insertion, she experienced pregnancy with contraceptive device (seriousness criterion intervention required) and device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (repeat low transverse c-section without extensions and bilateral tubal ligation. And : repeat low transverse c-section without extensions and bilateral tubal ligation.). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48.073 kg. [Hysterosalpingogram] on (B)(6) 2015: hysterosalpingogram indication: post essure tubal status last menstrual period date: (B)(6) 2015 urine pregnancy test: negative procedure: a single sided speculum was used to visualize the cervix which was prepped with betadine. After the cervix was cannulated isoview -300 was slowly injected in to uterine cavity under fluoroscopic examination. Multiple image obtained and the procedure was completed. The patient tolerated procedure well. Findings: both tubes are proximally blocked with micro insert visualized at the proper locations. No spillage of dye into the peritoneal cavity is seen from either tube. The uterine cavity appeared with normal limit. Notes: satisfactory post essure confirmation test with bilateral tubal occlusion. [Pathology test] on (B)(6) 2015: pathology specimen report: tissue: surgical pathology report: right tubal ligation segment left tubal ligation segment final diagnosis: right and left fallopian tube segments, excision: no histologic abnormality. Complete luminal cross sections demonstrated. Gross description: right fallopian tube: the specimen is serially sectioned and submitted entirely for microscopic study as 4 pieces. Left fallopian tube: the specimen is serially sectioned and submitted entirely for microscopic study as 5 pieces lot numberb60749manufacture date (B)(6) 2013 expiration date (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.